Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 305311 batch# 1172469 it was reported that the bd needle integra 25x1 rb tw had a needle retraction failure. The following information was provided by the initial reporter: hi, we have had an issue with a 1" retractable needles. The first is that the needle was not capped while the packaging was still sealed second is that the needle did not retract after a vaccine was administered and the ma tried to engage the safety date occurred: thursday on (B)(6)2024 no injury. Both needle issues were from the same lot number both are lot # 1172469 exp: 12-31-26 customer would like credit for 1 box.

Event description:
Material# 305311. Batch# 1172469. It was reported by customer that the first is that the needle was not capped while the packaging was still sealed second is that the needle did not retract after a vaccine was administered and the ma tried to engage the safety. Verbatim: rcc received a complaint via phone. Pir attached. Hi, we have had an issue with a 1" retractable needles. The first is that the needle was not capped while the packaging was still sealed second is that the needle did not retract after a vaccine was administered and the ma tried to engage the safety. Date occurred: thursday (B)(6) 2024. No injury. Both needle issues were from the same lot number both are lot # 1172469 exp: 12-31-26. Customer would like credit for 1 box.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.